Manufacturer narrative:
(B)(4). Product not returned to manufacturer.

Event description:
Doctor indicated on (B)(6) 2017 the unknown biomet abutment screw fractured. The screw was removed and replaced.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. The complainant reported that the ¿abutment screw fractured¿. The complaint could not be verified, as the product was not returned for inspection. A definitive root cause could not be identified.